Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.

Event description:
Customer called to report high bg readings (ranging from 271 to 512 mg/dl). Customer stated that he thinks pod was not working properly that is why he got high bg readings and he deactivated that pod and was able to activate new pod following which bg's went back down. Returned pod for evaluation.